Event description:
The customer reported during oblique positions the system will not stay and it is also squeaking. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation.